Manufacturer narrative:
The customer requests event log review. The event logs have been received. A follow up report will be submitted with evaluation results after the completion of the event log review. No devices received, log review only.

Event description:
Customer reported the patient was admitted to the ed with a blood pressure of 25 mmhg, was immediately intubated and levophed and midazolam were started. The nurse programmed midazolam to infuse at 2 mg/kg instead of the intended 0.2 mg/kg. The user stated the device did not alarm and allowed the 2 mg/kg programming. Two hours after the start of the midazolam, the patient "coded" and died. The customer does not allege or attribute the midazolam programming or any device malfunction to the patient¿s demise.

Manufacturer narrative:
The customer¿s report of an over infusion of midazolam was confirmed. The associated pcu logs were reviewed and showed midazolam was programmed to infuse at 3 mg/kg/h. During programming, a guardrails alert occurred because the dose was above the soft guardrails limit of 0.1mg/kg/h. The user selected "yes" to proceed, and the infusion was started at 180ml/hr. The infusion ran for approximately 17 minutes. The user changed the dose to 2mg/kg/h, received another soft guardrails alert, and started the infusion at 120ml/hr. The infusion ran for 21 minutes until the user reprogrammed the infusion at a dose of 0.02mg/kg/h (rate of 1.2ml/hr). The infusion ran for approximately 2 hours and 6 minutes and then the pump module was powered off by the user. The root cause of the reported over infusion of midazolam was user programming.